Event description:
A three yr old male with medical history of aortic atresia and transposition of the great arteries with ventricular septal defect. S/p right ventricular outflow tract reconstruction with aortic homograft on 9/23/93, required an explant and right ventricular tract outflow replacment on 9/24/96 due to homograft stenosis and right pulmonary aortic stenosis. Upon explant. Homograft tissue was noted to be heavily calcified.